Manufacturer narrative:
'The production documents of this lot show no deviations as to the given specs for the mfg of this article. Neither any discrepancies in the measures nor any kind of discoloration could be found. When inspecting the instrument we found that the shaft had a kink, what leads to the conclusion that the instrument broke when trying to re-adjust the shaft. We tried to re-enact the possible course of events by bending a shaft until it had a kink, when re-adjusting the shaft, it broke and bore exactly the same traces in the area of the break as this instrument. Performing this test strong force had to be applied to make the shaft break. We would like to confirm that this is the first breakage of this nature with this type of instrument. Conclusion: the exact cause of the damage cannot be conclusively determined. As per our experience and after performing above described test, we are of the opinion that this type of damage is consistent with some use of strong force which resulted in the breaking of the shaft. Since this defect cannot be led back to any material defect or any kind of production error but had been caused by improper handling we feel that no corrective measure is to be taken.